Event description:
It was reported that during a colon resection procedure, the surgeon placed the device across the colon near the rectal stump and fired the first firing. When the surgeon observed the staple line the device had stapled completely but partially cut the tissue. The surgeon had to cut some of the tissue with scissors to complete the cut line. No patient consequence was reported. There was no reported bleeding, it is not known if the surgeon used suture at the site. They stated that there was no patient harm or negative outcome. There was no additional information available for the rep to report.

Manufacturer narrative:
(B)(4) - device empty. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer missing, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. No conclusion could be reached as to how the cartridge became damaged. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.